Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator had an alert message indicating an inoperative condition. There was no report of patient involvement.